Event description:
Customer (a child of 13 years) received an error 7 message on the display of the freestyle libre reader upon test strip insertion and blood sample application and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of cookies and a banana by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d4 (serial no) has been updated from (B)(6) to unk as the serial number was deemed invalid during the extended investigation. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the libre reader and the reported complaint and the review did not identify any trends that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer (a child of (B)(6) years) received an error 7 message on the display of the freestyle libre reader upon test strip insertion and blood sample application and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring treatment of cookies and a banana by a third-party. There was no report of death or permanent injury associated with this event.